Event description:
As reported, approximately 4.4 years post the initial left total shoulder arthroplasty, the patient had all implants explanted due to stem loosening. The patient was revised to competitor devices. There was no reported breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d10: - equinoxe replicator plate 4.5mm o/s (cat# 300-10-45 / serial# (B)(6)). - equinox square torque define screw drive kit (cat# 300-20-02 / serial# (B)(6)). - equinoxe, humeral head short, 44mm (alpha) (cat# 310-01-44 / serial# (B)(6)).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The revision reported was likely the result of prothesis wear. Additional reasons for the reported revision may be humeral loosening and the inclusion of the polyethylene in the packaging recall. However, the reported humeral loosening could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information was not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.